Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
The service declares a drip leak after 10 minutes of cec at the pump body/maquet-quadrox oxygenator junction. No harm to any person was reported. Complaint #(B)(4).

Manufacturer narrative:
The service declares a drip leak after 10 minutes of cec at the pump body/maquet-quadrox oxygenator junction. The received photograph of the complaint shows that the leak was occurred at the blood inlet connector of oxygenator. No harm to any person was reported. Further, the received information from customer states that there was not any leak occurred during priming and no damage were observed on the product. Sample investigation could not be performed since the product was discarded by customer. Photographical evidence was provided by customer which shows the leak point at oxygenator (with applied additional cable ties), based on this complaint could be confirmed. The production history record (DHR) of the affected quadrox-I adult with lot # 3000335437 was reviewed on 2024-06-06. According to the DHR results, the product quadrox-I small passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The production history record (DHR) of the affected hqv 19900 with lot# 3000347425 was reviewed on 2024-05-28. According to the DHR result, the product hqv 19900 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further, the review of the non-conformities shows no non-conformity record that could cause reported failure. Based on the investigation results and received information, exact cause of the reported failure could not be determined. However, the cause of the leak could be related with: manufacturing: loose cable tie application. Transport / storage: mechanical damage of the product due to vibration and impact. User: damage to the device during removing caps & connection . These root causes could not be confirmed. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint (B)(4).